Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. The output and pacing rate was reported to be not high, and there was no abnormality of the lead impedance and av threshold. However, the consumption amount was high at 128%. As far as the information that is currently available this device is still implanted and in service. A follow up appointment is scheduled to monitor and asses the progression of this device longevity. No adverse patient effects were reported. Should further information become available an updated report will be provided.